Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for ventricular tachycardia ablation. During procedure, the implantable cardioverter defibrillator therapies were turned off and programmed to do. When radio frequency was on in the ventricle, the device did not capture. Programming changes were made, which alleviated but did not resolve the issue. No cause was determined. Rf interference was suspected. Patient was stable post procedure.